Event description:
It was reported that the patient had a problem with an incision post-system implant. The wound had opened up. A procedure was done to clean and reclose the wound. Chrome sutures were used, but the incision was still opening up. Technical services discussed the event with the caller. There were no additional adverse patient effects reported. The system remains implanted.